Event description:
It was reported that pt underwent total knee arthroplasty in 2003. Following procedure, follow-up radiograph indicated retained foreign body. Pt underwent procedure one month later to remove retained drill bit.